Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The supplies were changed and another occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Additionally, it was reported that the pump fill estimate remained static. Reportedly, the supplies were changed to address the event. Customer continued to use the pump for insulin therapy. Blood glucose was 245 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.